Manufacturer narrative:
D10.concomitant product: egiaustnd egiaustnd endogia ultra univ std stap (lot p4k0957). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during esophagectomy the stapler fired but the blade did not cut between the staple lines. The blade only cut about 20mm of the 60mm reload, it was also noted that the staple line was highly distorted. As a resolution a new stapler and reload were opened to complete the procedure. There was no patient injury.